Event description:
It was reported that the patient could not inflate their inflatable penile prosthesis. During revision, all of the components were tested. The reservoir was found to have fluid loss from a hole. The reservoir was replaced with a 65ml reservoir. The patient status was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.